Event description:
Rptr states the end user, a college student was riding on the side walk at the school and went down the curb. At the time the change in the angle of the chair and the foot rest lowered because the set screw did not hold and caught on the street. The chair jerked forward and they fell out of the chair. End user usually wears their seat belt, but was not at the time of this incident. Rptr stated that end user did not report any injuries, they seemed fine, it just took them by surprise.